Event description:
Healthcare worker experienced a chemical burn to the fingers after touching a pouch from a completed load. The worker did not seek medical care and the symptoms resolved in less than one day. The vaporizer plate was in place but was described as "deteriorated."